Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # unk. (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that a patient with history of recurrent diverticulitis complicated with contained perforation and abscess was treated with multiple rounds of antibiotics and underwent colonoscopy. Patient then underwent laparoscopic sigmoidectomy and operative note states patient had a ¿very large, thickened inflammatory mass of the sigmoid which completely adhered to the abdominal wall.¿ this was taken down and mobilization of the colon and splenic flexure completed. A ¿29 eea¿ device was used to complete the anastomosis with no difficulties although it was noted that on the first attempt to connect the anvil ¿it seemed to have some tension so more of the splenic flexure was then completely taken down.¿ following this, it was noted the anvil had now partially come through the colon and it appeared a suture from the purse-string came loose. The purse-string was repaired and ¿the anvil easily came into the rectum without any tension.¿ the stapler was fired without any issues and two intact donuts were removed and air leak test was completed with no bubbling noted. The patient tolerated the procedure well, but postoperatively experienced an anastomotic leak that necessitated his return to the or for a hartmann¿s procedure 4 days later. Operative note provided indicates the posterior right portion of the anastomosis ¿appeared to have come apart and there was a 2 cm opening surrounded by thick fibrinous exudate¿ in the lumen of the rectum. The surgeon elected to perform an end colostomy due to the size of the hole. After this procedure, the patient developed a fluid collection which required ir drainage and drain placement. The patient progressed well and on postop day 11 was ready for discharge. No other records are provided and so current patient condition is unknown. Information from counsel for patient states there are no ongoing injuries.

Manufacturer narrative:
(B)(4). Date sent: 06/01/2022. Please see attached medical records.